Event description:
It was reported that the implantable pulse generator (ipg) device reached elective replacement indicator (eri), but the longevity was still over 10 years and the battery voltage was not shown. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2005. (B)(4).